Event description:
Baxter received a report from a baxter technician statingthe bed moves into the reverse trendelenburg position unintentionally. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
Baxter technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. The account confirmed they repaired the bed, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.